Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 05/12/2017 and is as follows: patient alleges that filter was placed on (B)(6) 2007 via the femoral route following lumbar fracture and burns (secondary to explosion at work place) for prophylaxis of dvt/pe. Patient alleges outcomes attributed to the device include: device is unable to be retrieved; device struts are embedded (allegedly thereby impeding safe retrieval). Patient alleges an unsuccessful attempt to percutaneously remove the filter on (B)(6) 2017.

Manufacturer narrative:
Patient and device code: no information regarding the event has been provided. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, device unable to be retrieved, struts embedded '. Cook will reopen its investigation if further information is received. Unknown if the reported device unable to be retrieved, struts embedded is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Plaintiff alleges abdominal pain, poking sensation and stress.